Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a reference patch carto 3. When opened the box, the sterile packaging was already unsealed. New reference patch was opened and used. Issue occurred pre-op. The procedure was completed without any problems. No patient consequence. Additional information received confirmed the device was not used on the patient. The packaging not available since the packaging was discarded.

Manufacturer narrative:
Additional information was received on 01-may-2025 provided an additional concomitant product of carto3 external refpatch 6pack / crefp6. Therefore, updated section ¿d10. Concomitant medical products and therapy dates.¿ additional information was received on 07-may-2025 which clarified that only one of the carto3 external refpatch 6pack / crefp6 had the reported issue of, "when opened the box, the sterile packaging was already unsealed." The device evaluation was completed on 08-may-2025. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a reference patch carto 3. When opened the box, the sterile packaging was already unsealed. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a supplier manufacturing investigation were performed. Visual inspection revealed that the packaging was not sealed from one of the edges. No other anomalies were observed. Per the condition observed, a manufacturing investigation was performed. It was concluded that the issue was caused by human error/gap in the process, as there was not an specific control established for sealing inspection. A device history record evaluation was performed for the finished device number, and no internal action related to the reported condition were identified. The pouch seal issue reported by the customer was confirmed. The root cause is the manufacturing process. An awareness session was performed to avoid this issue. The instructions for use (IFU) contain the following information: inspect the external reference patch to ensure that it is in good physical condition. Care should be taken when opening the packaging to ensure that the sealing mechanism is not damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to mitigate pouch seal issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported, ¿when opened the box, the sterile packaging was already unsealed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: packaging problem identified (c1605) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported, ¿when opened the box, the sterile packaging was already unsealed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿packaging was not sealed from one of the edges¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 04-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).